Event description:
It was reported that the original clavicle surgery was performed in (B)(6) 2013. Post-op x-ray had shown a slight bend to the plate. In (B)(6) 2013, the patient complained of pain and a bump at insertion site. The plate was found to be broken during a follow up x-ray. Follow- up information: patient was helping a church member off the bus and they both stumbled and fell to the ground. The revision surgery to remove broken plate was performed on (B)(6) 2013. All arthrex hardware was removed. Procedure revised with another manufacturer's plate and arthrex quickset bone filler.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. A most likely cause for the broken plate is as stated in follow-up information that patient was helping a church member off the bus and they both stumbled and fell to the ground. Per product directions for use, post-operatively, until bone healing is complete, fixation given with this device should be considered as temporary and may not withstand weight bearing or other unsupported stress. Post-operatively, until healing is complete the fixation provided by this device should be protected. The postoperative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the implant. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Unknown device disposition.